Manufacturer narrative:
The device information and exact date of implant are unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-13818 and 1627487-2019-13819. It was reported that the patient¿s system ceased to work and did not provide effective therapy. As a result, surgical intervention took place on (B)(6) 2019, wherein the patient had their entire system explanted.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. Visual inspection of the leads did not identify any anomalies. Both leads were functionally tested and passed all testing.

Manufacturer narrative:
Additional information: during processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
The lead model number has been obtained and the device has returned for analysis.